Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the three sensor failed with high readings and the other two passed per specification with accurate readings.

Event description:
Customer reported the sensor readings are off and they are only lasting two days. Customer reported the insulin pump has alarmed calibration error and change sensor. Customer declined to troubleshoot, just wanted to replace the senor. Customer's blood glucose level was 222 mg/dl. Customer was advised to monitor new sensor and upload data to carelink. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.